Event description:
It was reported that approximately in april the pt started getting headaches and heart pain. She received the letter and called her doctor's office and was told to get an MRI and her blood levels checked. She stated that her blood level is elevated.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.